Event description:
According to the reporter, during the single-port thoracoscopic right lower lobe surgery, when detaching the bronchus, the green button was pressed, and the handle was floppy when squeezed, hence the stapler was unable to be fired. It was noted that a clicking sound was heard. A new handle and reload were used to resolve the issue and complete the surgery. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d3 (MFR name, street 1, MFR city, MFR region, postal code, expiration date, lot#), g3, h4, h6 (rfr and fdd codes have been updated). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the single-port thoracoscopic right lower lobe surgery, when detaching the bronchus, the stapler did not fire. A clicking sound was heard. The green button was pressed, and there was no response when pressing the handle. A new handle and reload were used to resolve the issue and complete the surgery. There was no patient injury.

Manufacturer narrative:
Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p1m1125s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.